Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2021. Patient was discharged.